Event description:
A surgeon reported that one week after intraocular lens (iol) implantation, he noted the posterior capsule looked 'crumpled'. The patient's visual acuity (va) prior to the lens implantation was 20/25. One week postop, the patient's va was 20/40. The surgeon thought the condition of the posterior capsule was due to the large capsular rhexis and the iol not being seated properly during surgery. Additional information has been requested.

Event description:
Add'l info provided by the surgeon indicated the reported issue has resolved and pt's does not feel the event was related to the intraocular lens (iol).